Event description:
It was reported that the insulin pump had an error alarm during the manual prime. No further information reported.

Manufacturer narrative:
No unexpected alarms were noted during testing. The drive support disk was inspected, and no anomaly was noted. The pump passed the self test, but the pump gave a constant alarm during the displacement test due to a faulty force sensor. The pump was tested with a test force sensor, and no constant alarm was noted at that time. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.